Event description:
It was reported that (1) device was used during a laparoscopic colon resection. It was reported by the representative that the surgeon mobilized the transverse and right colon with the lcsc5. This was the surgeon's first time using the harmonic scalpel device for this procedure. While mobilizing, the surgeon transected the common bile duct. The pt was converted to an open procedure and a repair of the common bile duct was performed. An extended or time was also reported.